Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call of issues with customer's insulin pump. The nurse states customer had keypad anomaly. The customer states the buttons were unresponsive. The customer's blood glucose level at the time of incident was 387mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis. The customer was in the emergency room on manual injections for the high blood glucose.

Manufacturer narrative:
The insulin pump was received with intermittent escape, act, up and down arrow button response due to flattened button dome switches. The lcd keypad connector was not found unlocked during our visual inspection. The operating currents are within specifications and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored and no unexpected battery out limit alarms occurred during our testing. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.